Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the circumstances leading to the ins not charging was that the power cable was not working. They sent a new power cable and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the desktop charger (dtc) connector pin cord was frayed. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement dtc was sent to the patient. Additional information was received. It was reported the "recharger" cord was frayed. Additional information was received from a consumer. It was reported the ins battery was getting low due to the patient being unable to charge their insr (recharger). The insr was not taking a charge from the desktop charger. The patient confirmed the desktop charger looked fine, the green light was on and there was nothing wrong with the desktop charger. The insr was not progressing in charge, was currently low, so it was unable to charge the ins. Additional information was received: it was reported that the patient stated they were still having problems where it showed it was charging, but it was not. The patient stated they let the implant charge an hour or two at a time and it did not advance. The caregiver did get on the phone and stated the device was not charging. The caller stated it always charged so it was full. The caller stated they fell down, the last time was the night before the call (B)(6) 2018. The patient would call back if they continued to have problems. While on the phone the patient mentioned they had the shakes, but the event date was unknown. The patient ended the call before further information could be obtained. There were no further complications reported.